Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk drive and cine bridge pcb connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.